Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation on his back under the lifevest electrode belt. The irritation developed into an abscess. The patient's physician lanced the abscess and prescribed levofloxacin for the patient. During a follow-up the patient reported that the irritation was improving.